Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: the pump's black box showed persistent replace battery alarms with very low voltage readings on 05/30/2016. The battery compartment was cracked from the threads down to the case seal on the side. The pump powered up correctly, and the alarm was reproduced upon confirming the verify screen. Technical analysis showed that a processor built-in analogue to digital converter (adc) failure was the cause.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.